Event description:
Caller reported damage to tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for replacement of the damaged charging supplies to be shipped within two days.